Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2015-07709. It was reported pericardial effusion occurred. A 33mm watchman ® laa closure device & delivery system was implanted during a left atrial appendage (laa) closure procedure. However, a perforation with pericardial effusion (pe) and tamponade occurred. A pericardiocentesis was performed to treat the pe. No further patient complication were reported and the patient's status is stable.